Event description:
It was reported that while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. When the delivery system was removed from the patient, the capsule was still attached. No serious injury to the patient was reported.